Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock in addition to storage of several untreated episodes. Noise was able to be reproduced with device manipulation and patient breathing maneuvers. It was reported that the patient had been lost to follow up for two years. Technical services (ts) discussed potential causes. The sensing vector was reviewed in secondary, and no noise was observed, however, low signal amplitude r-waves with large t-waves was observed. An x-ray was performed, and the system position was noted to not be very good. A potential electrode fracture, or electrode to device header connection was suspected, however, was unable to be confirmed on x-ray. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock in addition to storage of several untreated episodes. Noise was able to be reproduced with device manipulation and patient breathing maneuvers. It was reported that the patient had been lost to follow up for two years. Technical services (ts) discussed potential causes. The sensing vector was reviewed in secondary, and no noise was observed, however, low signal amplitude r-waves with large t-waves was observed. An x-ray was performed, and the system position was noted to not be very good. A potential electrode fracture, or electrode to device header connection was suspected, however, was unable to be confirmed on x-ray. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.